Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.(B)(4).

Event description:
It was reported an infection occurred. It was further reported the patient had (B)(6). The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.